Event description:
Patient was unresponsive at home. Ems on arrival found the patient in asystole with no pulse and apneic. CPR was iniated. An et tube was inserted, and the patient was ambu ventilated. The patient was given epinephrine/atropine. The patient was in pea/asystole. The patient arrived in the emergency department pea, puplis fixed and dilated. The patient was intubated, given epinephrine/sodium bicarbonate/and 50% dextrose. Defibrillator/combo pads were put on chest, and the patient was given 200 joules without adequqte response. The device was charged to 300 joules without adequate shock.